Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2002 and (B)(6) 2008 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent revision ¿repair of the mesh erosion and primary closure of vagina on (B)(6) 2002 due to erosion, dyspareunia, vaginal pain and utis. (B)(4).